Event description:
A journal article was reviewed that contained information regarding defibrillation threshold testing during implantable cardioverter defibrillator (ICD) implantation. The article reports one patient whose lead exhibited a ventricular sensing loss. The status/disposition of the lead appears to be still in use. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/51 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: defibrillation threshold testing during implantable cardioverter defibrillator implantation: 5-year follow-up. Journal of interventional cardiac electrophysiology. 2021. 60(3):485-491. Doi.org/10.1007/s10840-020-00733-x. If information is provided in the future, a supplemental report will be issued.